Manufacturer narrative:
(B)(4). Concomitant medical products: ep-108424 - e-poly 40mm +3 maxrom lnr sz24 ¿ 680090; 106024 - ringloc+ replacement ring sz24 ¿ 509740; 650-1058 - cer bioloxd option hd 40mm ¿ 353690; 650-1065 - cer option type 1 tpr sleeve -3 - 837420. Therapy date: (B)(6) 2013. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 2 years post implantation due to aseptic loosening of the acetabular component. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Revision op notes reveal that patient had developed increased groin pain post initial surgery. Bone scan confirmed loosening of acetabular component. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.